Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11:the device was received for evaluation. During functional testing, reported symptom of "under infused patient involved" was not reproduced. Evaluation sent the device for flow rate accuracy testing and delivered with error percentage of -7.69% that exceeded the maximum error percentage of 5%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during patient infusion. This was further described as ¿the pump was programmed at 999 ml/hr as ordered, but the IV infusion did not run at the programmed rate. The infusion took 2 hours instead of the expected 1 hour¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.